Manufacturer narrative:
The device ro 14 031has been inspected for investigation purpose. The tests performed confirmed that the device was functional ant the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, there were a number of trajectories in which the bolts were placed a significant distance from the planned entry point. These differences ranged from 1.76 to 9.91mm with an average deviation of 4.96mm. There was also an issue with the first 4 electrodes being implanted 8cm too deep. The differences in entry point were found when looking at the post-op CT, so this did not interrupt the surgery. The surgeon confirmed that patient is in good health and was unaffected by the misplacement of electrodes.